Manufacturer narrative:
(B)(4). Eval summary - the unit was returned to the analysis site due to unit gave the error code of l3-017. The analysis site confirmed the customer complaint of l3-017 error code and to correct the complaint the site replaced the port shaft and coil pin due to the shaft was bent, the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that there were no error codes upon the cutter locking up on return of the cutter in the positioning mode. Troubleshooting gave the error code of l3-017. One device to be evaluated for green cable damage. The customer was able to use another device to complete the biopsy. There were no pt consequences reported.